Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing high voltage therapy. An attempt at interrogating the implantable cardioverter defibrillator was unsuccessful due to the programmer exhibiting telemetry anomaly. Another programmer was used and interrogated the device successfully. Upon review of the episodes, it was noted that the patient experienced ventricular tachycardia and received high voltage therapy. Due to the programmer telemetry anomaly, the physician believed that the patient received inappropriate high voltage therapy. The patient was admitted into the hospital for several days for monitoring. The device was reprogrammed and the patient was discharged in stable condition.